Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. There was no report of any packaging damage and the delivery system was inspected prior to procedure for any defects and found no issue. The delivery system was entered into the subclavian artery through the transaxillary approach. After a few centimeters, it was no longer possible to advance the delivery system. The physician removed the delivery system from the patient. An inspection revealed the valve capsule marker band was damaged. A decision was made to replace the delivery system and the navitor valve was successfully implanted. It was noted after implant there was a dissection in the subclavian artery and a stent was implanted. The patient was admitted to vascular surgery for treatment. It was reported there was a clinically significant delay in the procedure due to the event. The patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of difficulty advancing the delivery system, distal end of the valve capsule becoming distorted and vascular dissection was reported. The device was returned to abbott for investigation and found that the distal end of the valve capsule was damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however, the damage to the delivery system is consistent with damage during use.